Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion with 90% stenosis in the mid circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated with a 4.0mm non-medtronic intravascular lithotripsy (ivl) balloon and a 2.5mm balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that the balloon failed to expand under the stent. It was detailed that at first a longer stent was attempted to be used but was unable to cross the lesion. Therefore, two shorter stents were to be used. The onyx frontier stent was the first stent to be placed but during deployment the distal part of the stent deployed, but the balloon would not fully inflate at the proximal end. It was stated that it was like the balloon had ruptured. The non-medtronic inflation device was evaluated and tried multiple tim es with no success. The stent balloon was removed, and other balloons were used to inflate the stent to a fully opposed level within the artery with no issues. The stent balloon was evaluated once removed and the balloon worked. No rupture was reported. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: 14 atm of inflation pressure was applied. The inflation device was successfully used with other balloons. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The device returned with balloon folds expanded. There was no evidence of necking on the proximal balloon bond/distal inflation lumen. The balloon passed negative prep. The balloon was inflated to 12 atm and maintained pressure. The balloon deflated with no issues noted. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.